Manufacturer narrative:
Analysis of the pump (serial # (B)(4)) revealed corrosion on the motor gear train.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed error code appeared on pump and interrogation stated "motor stall occurred" and "stopped pump may exceed tube set". Earlier in the week, the patient was at the hospital for "gastroenteritis and diarrhea" and increased pain. At pump refill the decision was made to explant the pump. It was reported that the patient fully recovered and there was no patient injury. The drugs delivered via pump were hydromorphone, clonidine and naropin.